Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : examination of the returned device revealed breakage. The investigation attributed the root cause to unintended user error and did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed breakage. The investigation attributed the root cause to unintended user error and did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consists of: (1) 230760038 ecc glenosphere trial d38mm, lot number 5308426. Examination of the returned ecc glenosphere trial d38mm assembly confirmed the screw component has broken off the trial body. The device is not jammed or seized as initially reported. The screw component and all pieces of the device were returned. The material of the trial body around the screw hole is torn, but still attached. The damage suggests the screw component was pulled upward through the trial body component during excessive tightening of the screw during assembly with a mating cup. The overall condition of the trial indicates moderate usage over the life of the device. The root cause of the breakage is being attributed to unintended user error by overtightening the screw component during assembly with a mating cup. A complaint database search finds no additional reported events against the complaint sample product and lot combination. A search of the complaint database by product code 23076038 did not identify a trend of missing/broken off screw components. The root cause of the breakage is being attributed to unintended user error. Based on the investigation findings of unintended user error as the root cause, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when attempting to attached the handle to 38 ecc glenosphere trial, the metal connection pushed through plastic and became unusable. No surgical delay.